Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia by laparoscopic and open repair. It was reported that after implant, the patient experienced an abscess, infection, pus and purulent material, seroma, chronic drainage fistulas, chronic inflammatory changes, abdominal pain, granulomatous inflammation, foamy histiocytes, scar tissue, fibrous tissue, foreign body cell response, adhesions, pain, wound necrosis, scarring, and recurrence. Post-operative patient treatment included revision surgeries, ventral hernia repair, removal of infected mesh, placement of new mesh, wound debridement, fistulous tract completely excised, lysis of adhesions, incision and drainage of seroma and drainage of abscess.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia by laparoscopic and open repair. It was reported that after implant, the patient experienced an abscess, infection, pus and purulent material, seroma, chronic drainage fistulas, chronic inflammatory changes, abdominal pain, granulomatous inflammation, foamy histiocytes, scar tissue, fibrous tissue, foreign body cell response, adhesions, pain, wound necrosis, scarring, digestive problems, depression, swelling in legs, bloating, loss of enjoyment of life, and recurrence. Post-operative patient treatment included revision surgeries, ventral hernia repair, removal of infected mesh, placement of new mesh, wound debridement, fistulous tract completely excised, lysis of adhesions, incision, medication, and drainage of seroma and drainage of abscess. Relevant tests/laboratory data, including dates 16 oct 2013: pathology report from old mesh specimen showed focally marked granulomatous inflammation; foamy histiocytes 13 jul 2018: pathology report from scar tissue around mesh specimen showed fibrous tissue with foreign giant cell response.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia by laparoscopic and open repair. It was reported that after implant, the patient experienced an abscess, infection, pus and purulent material, seroma, chronic drainage fistulas, chronic inflammatory changes, abdominal pain, granulomatous inflammation, foamy histiocytes, scar tissue, fibrous tissue, foreign body cell response, adhesions, and recurrence. Post-operative patient treatment included revision surgeries, ventral hernia repair, removal of infected mesh, placement of new mesh, wound debridement, fistulous tract completely excised, lysis of adhesions, incision and drainage of seroma and drainage of abscess.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia by laparoscopic and open repair. It was reported that after implant, the patient experienced an abscess, infection, pus and purulent material, adhesions, and recurrence. Post-operative patient treatment included revision surgeries and drainage of abscess.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent incision and drainage abdominal wall abscess, removal infected mesh and ventral hernia repair with mesh. The patient had revision surgery 2 months post surgery. The patient experienced fluid collection around mesh and hernia repair, mesh infection.